Manufacturer narrative:
Sections with additional information as of 16-april-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underline root cause mlc-134 user has low glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on (B)(6) 2021 to ensure the initial concern is resolved - able to establish contact with customer who stated the initial concern has been resolved and she is comfortable with the glucose readings from the products.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 61 and 64 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Daughter stated due to the low blood glucose test results obtained she had contacted customer's doctor on (B)(6) 2021 and customer's basaglar dosage had been lowered by 5u. During the call, a back to back blood test was performed by the customer fasting and produced test results of 193 mg/dl and 194 mg/dl using true metrix meter; customer was satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/21/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6).